Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported incorrect treatment delivered during a lasik procedure. Left eye treatment was delivered for patient's right eye. Warning screen was cleared by technician without verifying. Upon follow up, the left eye treatment was delivered to the right eye. The left eye treatment was also delivered to the left eye. Site is not able to change the print out because it is how it comes from the laser.

Manufacturer narrative:
The associated device was released based on company's acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review could confirm that the wrong data was entered. However, the device was working as intended. No technical problem identified. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4).